Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: two disposable sets were received for investigation. The sets were checked for kinks, misassemblies, occlusions and visible defects. It was observed that one of the sets had a very small crack on the return manifold at the top edge near the injection plug. The part was removed and submerged under water while adding air to the tubing. No bubbles or other leaks were observed. It is unlikely this crack had any affect on the function or integrity of the set as it was too small. Nothing else unusual was observed with the sets. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that they received an alarm 'interface setup too long' and noted many tiny air bubbles in the return line between the cassette and the return needle. The operator aborted the procedure. Per the customer, the access and return line were both connected to the same arm. Patient information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: per the customer, the doctor made a successful blood vessel puncture in both arms on the first day of treatment, but on the second day (this incident), one arm was very swollen, so he had to use one arm only for both access and return punctures. The return puncture was at the wrist. This will affect efficiency but should not affect air in circulation. Most likely, the air was drawn from foam in the reservoir. The microbubbles seen in the return line were not enough to cause the machine to alarm. It is possible for micro air to pass the sensor without being detected (the sensor is only sensitive to 60 -l) and the optia does reduce the amount of air in circulation over time as the patient breathes off any air that may have entered their blood. Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Event description:
Per the customer, the patient was an adult male. Specific age has not yet been provided.

Manufacturer narrative:
Investigation: the service history for the past year was reviewed. There has been no previous service for the device that reasonably indicates a relation to the current reported condition. The terumo bct service technician verified the operation of the return line air detector and the access and return pressure sensors of the device at the customer site. All sensors were operating according to specification. The run data files (rdfs) were analyzed for this event. The rdfs indicate that a small amount of air was seen by the sensor earlier in the procedure. The rdf's also indicated that the return pressure sensor was jumping from positive to negative and peaked while the pumps were stopped. The noted negative return line pressure could result in air drawn from the solution or foam drawn from the reservoir in bubble sizes below the air detection limit. An internal report indicates no further related issues have been reported for this device. Root cause: there was no malfunction of the device, it was operating as expected, within the specifications and within safety parameters.

Event description:
The customer did not provide the patient's identification, age or weight, due to (B)(4) privacy protection laws.